Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.